Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for six patient samples tested for crep2 creatinine plus ver.2 (crea) on a cobas 8000 c (701) module - c701. Of the six samples, three had erroneous initial results that were reported outside of the laboratory to a clinician. The customer detected an issue with quality controls, so the samples were repeated on (B)(6) 2018. The repeat results were reported to the clinician. There were no issues with any other assays. The first sample initially resulted as 1.30 mg/dl and repeated as 0.95 mg/dl. The second sample initially resulted as 1.34 mg/dl and repeated as 0.97 mg/dl. The third sample initially resulted as 1.21 mg/dl and repeated as 0.91 mg/dl. The patients were not adversely affected. The crea reagent lot number was 28336901, with an expiration date of 30-jun-2018. The sample and reagent probes appeared to be normal. All washing units were cleaned. Related calibration data is ok. The quality control recovery was not stable. The first quality control level was out of range on the date of the event and was flagged with an error. The second quality control level had two values measured on the date of the event; the first was in range and the second was out of range accompanied by an error flag. An interference due to high serum indices could be excluded.

Manufacturer narrative:
Upon review of the alarm trace, an abnormal aspiration alarm occurred on the day of the event. Precision studies were performed and all were ok. The customer stated that the issue did not re-occur. The investigation was unable to find a definitive root cause. The issue appeared to be related to the crea reagent as the customer found a problem with another reagent pack in the same batch. The reagent became pink yellow before use. Unique identifier (UDI)#: (B)(4).